Event description:
An MRI was being performed to check for infection. The area to be scanned was the lumbar spine. The medication infused was unknown.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). The previously reported conclusion code no longer applies to this event.

Event description:
Additional information received reported the patient did have an infection. The patient was admitted to the hospital. It was stated that the patient was doing fine. It was further reported that on (B)(6) 2013, the patient noticed discharge at the catheter incision site. The reporter noted a culture may have been done; however, that would have been done at the hospital and the reporter did not have that information. The location of the infection was at the catheter incision site.